Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on 1 to 2 am due to diabetic ketoacidosis and high blood glucose. The high blood glucose level of 733 mg/dl at the time of hospitalization and customers current blood glucose was 194 mg/dl. Description of complaint was throwing up very sick and not well, rapid heart rate low bp. The customer treated for high blood glucose with intravenous drip and taken off the pump. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. The test bg meter communicates properly to the pump noted. Device downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.